Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/07/2019. Additional h3: it was reported a pull off - suture needle issue. One empty labeled winding former, a detached needle and a suture in two section of product code 8890, lot par864 were returned for analysis. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted and slightly marks were noted on the body of the needle. The suture pieces were examined, and the insertion end on one suture piece was observed to be as expected and the other extreme was cut. The ends other section of suture were cut. In addition, the force used to detach needle from the suture could not be determined. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident. One sealed box with unopened samples and unopened samples inside an opened box of product code 8890, lot par864 were returned for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch par864-8890h and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle separated from the suture and fell into situs. It required some effort to retrieve the needle and delay in surgery. There were no adverse patient consequences reported.